Manufacturer narrative:
The insulin pump passed the rewind, displacement, prime and excessive no delivery test. No excessive no delivery alarm noted during testing. The insulin pump was received with scratched display window, cracked battery tube threads and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer reported that the no delivery alarm was recurring. The customer's blood glucose was 525 mg/dl at the time of incident. The customer stated that the insulin did exit and the insulin pump did not alarm no delivery during plunger push. The insulin pump will be returned for analysis.